Event description:
A us distributor contacted zoll to report that a patient developed a rash under the armpit where the garment sits. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone cream by a physician. Follow up indicated that the rash is better.